Event description:
Electrode used only a brief period of time before the pointed metal of the electrode split in half after making a small incision in patient's bladder neck. Electrosurgical unit was set at 160 cut and 60 coagulation, which are normal settings for this procedure.